Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced swelling and retention issues at implant site and subsequently underwent revision surgery on (date not reported) to thin the skin flap.